Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery, failed battery test alarms due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had off no power alarm. The customer's blood glucose level was unknown at the time of the incident. The customer also stated that they received low battery alarm after changing a new one and the battery compartment and spring were damaged. Customer was advised to stop using the insulin pump and to return to the back-up plan. The insulin pump will be returned for analysis.